Event description:
The patient underwent a full replacement. The explanted devices will not be returned for analysis.

Event description:
It was reported that the patient was seen that day and high impedance observed. No known surgical intervention has occurred to date. No additional relevant information has been received to date.